Event description:
During an af procedure, air aspirated from the sheath when catheters were inserted. The device was exchanged and the procedure was successfully completed with no adverse events to the patient.